Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report stating pentax model ed-3490tk/serial (B)(4) was transported from (B)(6) hospital to (B)(6) hospital for use as a demo device in a symposium. The duodenoscope was received and examined by the reprocessing technician at (B)(6) hospital who noted biomaterial on the elevator mechanism. According to (B)(6) records, the duodenoscope was last used on (B)(6) 2016 in 2 cases and "were disinfected and passed." The duodenoscope was obtained from the endoscope storage room by (B)(6) staff, who also placed the duodenoscope in a box for shipment. The duodenoscope arrived to the (B)(6) warehouse on 01/26/2016 and was received by (B)(6) hospital on (B)(6) 2016. It was then manually cleaned, in which biomaterial was seen emerging from the channel during flushing, and high level disinfected in a custom ultrasonics system 83 aer. After reprocessing, the duodenoscope was sampled by a staff member, whose designated function is to sample endoscopes after reprocessing, and blown dry. The staff member then sent the samples obtained from the duodenoscope to the on-site cedars-sinai clinical microbiology laboratory for culturing. After sampling, the duodenoscope was placed into a quarantine storage area. The following day, a pentax company representative removed the duodenoscope from the quarantine storage area and arranged to have it returned to pentax for evaluation. The duodenoscope was received by pentax medical and is currently undergoing evaluation. Pentax medical became aware on 01/29/2016 that the results of the cultured samples were negative for bacteria. Pentax medical is currently investigating this event.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
The pentax inspection found resistance in operation channel. No other findings were noted. The duodenoscope is currently at pentax medical. On 10/06/2016, pentax medical provided reprocessing training for ed-3490tk model scopes to the reprocessing technicians at (B)(6) hospital on (B)(6) 2016, a device history review was performed confirming the duodenoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. In addition, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No further information has been received, therefore, pentax medical considers this medwatch report closed.